Event description:
This female patient underwent a total left hip arthroplasty under the care of dr. (B)(6). This patient had this surgery at another facility and we do not have access to those medical records. We do not know when the surgery occurred, nor do we have any information on the implants.